Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The biomedical engineer replaced the cpu board to address the reported issue. Failure analysis on the returned cpu board shows that the root cause failure of cpu pcba component ls1, the power failure alarm piezo electric buzzer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit has (1104) backup alarm failed error code. It is unknown if the unit was in patient use at the time of the reported issue.